Manufacturer narrative:
UDI included in section.

Event description:
Upon delivery of the bed it was found that the frame loop for the restraints had a sharp metal edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
Upon delivery of the bed it was found that the frame loop for the restraints had a sharp metal edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.